Event description:
Drug/diluent: unknown. Fill volume: not applicable. Flow rate: not applicable. Procedure: hysterectomy. Cathplace: unknown. Physician reported a catheter break. One of the catheters sheared off and a segment has been left in the pt. It was reported that the catheter was used with a pm010-a pump model per the lot number provided by the operating room director. Update noted: physician removed the broken segment on (B)(6) 2012, and pt is doing fine.

Manufacturer narrative:
Method: the sample has been received for inspection and evaluation. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigations may arise from ongoing analysis of trend info, or other analysis as appropriate. Our contact for the hospital regarding this incident: (B)(6).